Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunctions 'no image' and 'scope communication error (b30)' was due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a lack of visibility on the endoscopic column (no image). The issue occurred during inspection for use. There were no reports of patient harm.